Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support an endoleak type ia. The endoleak was discovered on (B)(6) 2018 during review of the 26 month post implant CT scan. The type ia endoleak complaint is most likely anatomy related due to bi-lobed nature of the sac. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review.the final patient status was not reported. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Event description:
During the clinical evaluation of patient implanted with an afx bifurcated and vela suprarenal device in 2016 for an unknown endoleak, it was noted that the patient had an endoleak type ia, type ib (report in report #:2031527-2018-00484), and type ii. Patient is currently being monitored and plans for reintervention has not been reported.